Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back beneath the left therapy electrode. The area was described as small bumps or boils that are not open or bleeding. The patient's doctor prescribed a protective ointment to treat the irritation. During a follow up, the patient reported that the irritation had improved due to the protective ointment.